Event description:
This procedure is part of create pas. Major ischemic stroke reported. At the one month visit the patient was reported to have an intracranial hemorrhage. The patient recovered without sequelae. Please reference MDR 2183870-2013-00232 for the spiderfx deployed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The complaint was adjudicated on (B)(4) 2013 by the clinical events committee (cec) as related to the devices and the procedure.